Event description:
Patient was being coded. A pericardial drain was placed during the code, along with multiple intravenous (IV) lines. The patient expired. Shortly after the code ended and while family members present, the pericardial drainage bag burst, spraying blood products on floor and shoes of those in attendance. No one was harmed, but they were exposed to blood products.